Manufacturer narrative:
The insert accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The harmonic ace curved shears instrument which is used in conjunction with the harmonic ace curved shears insert was returned for evaluation: the ace instrument does not have a tip, as ace insert acts as tip when installed into instrument backend. Shaft tip on instrument is intact. Additional observations not reported by site is a bent shaft. Shaft is bent roughly 2.9 above the distal end. Tube no longer rolls along a straight line due to bending. Shaft is also dented below the bend line. An ace insert can still be installed, but there is high friction during installation. Evidence not conclusive, but damage is likely due to mishandling. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported prior to starting a da vinci si the harmonic ace curved shears had a broken tip. No patient harm, adverse outcome or injury was reported